Manufacturer narrative:
The clip will not be returned to the service center for evaluation as the device was discarded by the user facility after the procedure. Therefore the exact cause of the reported event could not be conclusively determined at this time.

Event description:
The service center was informed that during an unspecified therapeutic procedure, the clip would not deploy properly. The clip was removed and a second clip was used to stop the bleeding. The intended procedure was completed. No other equipment was replaced during procedure. There was no patient injury reported.